Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mid right coronary artery. Post-deployment of a 3.50 x 16 synergy ii drug-eluting stent, a distal edge dissection was noted. A 3.50 x 12 synergy ii drug-eluting stent was then advanced to cover the dissection but failed to cross the previously implanted stent. Subsequently, a 3.50 x 8 synergy ii drug-eluting stent was advanced; however, the device also had difficulties crossing the previously implanted synergy ii stent and the hypotube kinked. The device was removed as a whole and the shaft of the device broke outside the patient at approximately 10cm from the hub. Another 3.50 x 8 synergy ii drug-eluting stent was advanced and successfully deployed at the distal vessel. The procedure was completed with no further patient complications reported.